Manufacturer narrative:
During the procedure, the balloon of the cypher select + stent ruptured at 12atms. The target lesion was located in the distal left circumflex branch. The lesion was described as de novo, 90% stenosed, with heavy calcification. The reference vessel was slightly tortuous. Intravascular ultrasound (ivus) was conducted and the 2.5x23mm cypher select + stent was delivered to the target lesion for direct stenting. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. The (B)(4) instructions for use (IFU) warns that prior to stent placements, make certain to carry out pre-dilatation of the lesion. The balloon was inflated at 10atms and then inflated again up to 12atms, but the balloon ruptured. The balloon rupture was confirmed by decreasing the pressure of the inflation device and contrast medium leakage was observed under coronary angiography (cag). The stent delivery system (sds) of the cypher select + stent was retrieved from the patient and the leakage from the distal portion of the balloon was confirmed. To finish the procedure, post-dilation of the cypher select + stent was conducted with a 2.5x20mm quantum apex balloon catheter. Ivus was conducted and the procedure was successfully completed without patient injury. The physician did not indicate any anomalies prior to use. The device prepped normally (i.e. Maintained negative pressure). The contrast to saline ratio was 1:1. It was unknown if there was difficulty advancing the device through the vessel or if excessive force was used during the procedure. The balloon re-wrapped properly. The balloon was removed intact (in one piece) from the patient. No further information was available. The sds will not be returned for analysis due to the patient's infectious state. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Therefore, no corrective actions will be taken at this time. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification and lack of lesion pre-dilation, that may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Concomitant devices included an everest inflation device, runthrough guide wire, taiga 6f ebu 3.5 guiding catheter, 2.5x20mm quantum apex balloon catheter, and eagle eye intravascular ultrasound.

Event description:
During the procedure, the balloon of the cypher select + stent ruptured at 12atms. The target lesion was located in the distal left circumflex branch. The lesion was described as de novo, 90% stenosed, with heavy calcification. The reference vessel was slightly tortuous. Intravascular ultrasound (ivus) was conducted and the 2.5x23mm cypher select + stent was delivered to the target lesion for direct stenting. The balloon was inflated at 10atms and then inflated again up to 12atms, but the balloon ruptured. The balloon rupture was confirmed by decreasing the pressure of the inflation device and contrast medium leakage was observed under coronary angiography (cag). The stent delivery system (sds) of the cypher select + stent was retrieved from the patient and the leakage from the distal portion of the balloon was confirmed. To finish the procedure, post-dilation of the cypher select + stent was conducted with a 2.5x20mm quantum apex balloon catheter. Ivus was conducted and the procedure was successfully completed without patient injury. The sds will not be returned for analysis due to the patient's infectious state. The physician did not indicate any anomalies prior to use. The device prepped normally (i.e. Maintained negative pressure). The contrast to saline ratio was 1:1. It was unknown if there was difficulty advancing the device through the vessel or if excessive force was used during the procedure. The balloon re-wrapped properly. The balloon was removed intact (in one piece) from the patient. No further information was available.